Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, stopped cycling - patient kicked in groin. It was noted that 3cm rear tip extender(rte) was cut off from patient; left 3cm rte removed. The 3cm and 1cm stacked rtes were removed. Believed both sides were perforated proximally. The physician reached out to another physician for advice. Rte suture sling was used. Device removed and replaced.